Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an undergoing coronary procedures was performed when the issue happened. The procedure was delayed by 35 minutes and completed by restarting the system at the time of event. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, fse found error related to the table's longitudinal position and the longitudinal potentiometer assembly was defective. To resolve the issue, the fse replaced the potentiometer responsible for longitudinal movement on the ad7 table and return the part for further analysis and it confirmed the component failure. After replacing the potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was taking an extended time to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.